Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: field service noted that the external pulse generator (epg) had a damaged button. The device was determined to be beyond its service life, so further analysis was not performed, and the device was not repaired. The customer requested the epg be replaced with a different epg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was evaluated at the user facility by a company representative and will not be returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the external pulse generator (epg) to be on the start button must be pressed. The status of the epg is unknown. No patient complications have been reported as a result of this event.